Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/14/2014 with the following findings: there was no visible damage to the keypad. All of the buttons responded properly and there was no damage found to the button contacts when the keypad was removed. There was moisture observed in the display and the leak test confirmed a leak in the battery compartment. The pump was opened and moisture damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.